Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer regarding a patient who was receiving morphine (20 mg/ml) at 3.199 mg/day via an implantable pump (manufacturer, lot number, and dates of therapy not reported). Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient was supposed to have a pump refill, and one of the company representatives came and reset the pump so that the medication would last a little longer. As of (B)(6) 2015, the patient did not know when they would be able to bet back to their healthcare provider (hcp); they were in the hospital at that time for a reason unrelated to the pump or therapy, and stated that they would be going to a nursing home once they left the hospital. A family member of the patient called the hcp, but they did not make a suggestion. The patient stated that they were too weak to tolerate the drive to their hcp for a refill, and the hcp was not able to go the patient's hospital to refill the pump there. The patient's current status was reported as "being addressed by hcp." The patient was redirected to their hcp to update them on their status that they would not be able to get to their office in time for a pump refill before it runs out. The patient was also directed to work with their hospital hcp to see if there were any additional options. Additionally, home infusion options were provided to the patient. The patient did not allege any issues with the pump or therapy during the call. On (B)(6) 2015, information received from the office of the hospital hcp reported that the patient had never been seen in their office, and they did not have their records available. The hospital hcp stated that they were unable to provide additional information. Additional information regarding the identification of the company representative who "reprogrammed" the pump, the nature of the programming changes made, whether or not the pump was refilled, and if the patient found an hcp to manage their pump was requested. If additional information is received, a follow-up report will be sent.